Event description:
A hospital in (B)(6) reported that part of an rt200 adult breathing circuit 'melted' resulting in a 'hole' due to the heat from a hair dryer during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the expiratory limb of the complaint device was returned to the manufacturer and visually inspected. Results: the visual inspection revealed the complaint expiratory limb revealed it to be partly melted with a hole, confirming what the customer has reported. A lot check could not be performed as no lot number was provided. Conclusion: the partly melted part and hole of the expiratory limb is likely to have been caused by exposure to excessive heat. The customer has reported that the breathing circuit was exposed to heat from a hair dryer. The rt200 breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the hole developed post production.